Manufacturer narrative:
This report is submitted on (B)(6) 2018. (B)(4).

Event description:
Per the clinic, the patient experienced a sore near implant site and subsequently was treated with a topical steroid (date and duration not reported).